Event description:
The facility's medwatch (B)(4) reported that the "needle holder was handed to the surgical technician, and it broke. Both pieces were recovered." On (B)(6) 2011 - customer e-mail reports that the instrument was not being used on a procedure when it broke, it was on the surgical back table. No x-ray because device was not in contact with the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.